Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair will shut down with no error codes on the joystick.